Event description:
It was reported that the pt was experiencing neuralgia of the personal nerve following repair of the meniscus using a fast fix device. The cause of the neuralgia has not been determined at the time of this report.